Manufacturer narrative:
Unit received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen of insulin pump had pump error alarm several times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.